Manufacturer narrative:
(B)(4).

Event description:
Following a procedure to fix the lead in early 2011, it was reported that the pt could not lie on his back. The pt stated it was uncomfortable and he could feel the lead. It was later reported that the lead wire was all bunched up in his body. It was also reported that the pt did not get as good of coverage as he use to. The pt stated that when the device worked, it worked great, but it was not working. Add'l info has been requested, but was not available as of the date of this report. See MFR report #s 3004209178-2010-01050 and 3004209178-2011-06567 for previous device issues.